Event description:
It was reported that during insertion of the catheter, the guide wire was difficult to remove. It was found to be stretched.

Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for eval.